Manufacturer narrative:
H10: the reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. Degradation of the cooling coils of the 3t system occurs over time for new and used machines due to exposure to the bi-weekly chemical disinfection. Livanova has completed multiple long-term simulated use studies at 5, 10 and 20 years to evaluate consequences of cooling coil corrosion, and determined that coils remain functional for a period up to 10 years of life, even if the nickel layer degrades over time exposing the copper surface of the coil. These performed studies were based on device instructions for use recommendations for exposure times for all disinfectant chemicals.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in canada. At the submission of the case, a video was provided confirmind the reported leakage. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of leakage from the 3t heater cooler tanks during priming. There was no patient involvement.